Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of reload across pancreas in a distal pancreatectomy open procedure, the reinforced reload fired across the pancreas but then the jaws would not open as the reload seemed to be caught on the pancreas. It looked like the staples scissored. The surgeon didn't fire another stapler after that but some oversewing was done. The surgeon and the pa were able to get the reload off of the pancreas after a few minutes as they were able to wiggle it off and pry the jaws open.